Event description:
It was reported that this left ventricular (lv) lead was explanted due to high thresholds being observed due to the position of the lead. A new lv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high thresholds being observed due to the position of the lead. A new lv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.